Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event description: it was reported that the basket of two ngage nitinol stone extractors could not be opened during a flexible ureteroscopic holmium laser lithotripsy for left renal calculi. During the procedure, stone fragments were successfully removed during an initial attempt. When the basket was used for the second time, it was found that the basket could not be opened. After the basket was removed from the patient, it still could not be opened. The device was replaced with a new device; however, when testing the new device prior to use, it was noted that the basket also could not be opened. The second device never came into contact with the patient. The device was then replaced with another new device and the stone was successfully removed to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. Two ngage nitinol stone extractors were returned in their original shipping trays, pouches, and boxes. A functional test found that for both devices the baskets would not open. When the handles were functioned, the basket assemblies would move freely within the basket sheaths. The basket assembly should remain in place, with the motion of the handle opening and closing the basket. There was glue residue at the base of the basket formation. This glue is normal and is applied during manufacturing to hold the basket assembly and basket sheath together. The glue joints on both devices had separated, allowing the observed issues that the basket assemblies were moving freely within the basket sheaths. These devices are packaged and shipped with the baskets in the open position, which indicates the failure of the glue joint occurred after the devices were removed from their packaging. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps important: excessive force could damage device. It is possible that the excessive force was applied to the devices, such as attempting to open the baskets with the devices inside the scope. However, no information is known regarding device handling, therefore the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the basket of two ngage nitinol stone extractors could not be opened during a flexible ureteroscopic holmium laser lithotripsy for left renal calculi. During the procedure, stone fragments were successfully removed during an initial attempt. When the basket was used for the second time, it was found that the basket could not be opened. After the basket was removed from the patient, it still could not be opened. The device was replaced with a new device; however, when testing the new device prior to use, it was noted that the basket also could not be opened. The second device never came into contact with the patient. The device was then replaced with another new device and the stone was successfully removed to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.